Event description:
The customer complained of an erroneous high result for 1 patient tested for elecsys total psa immunoassay (total psa) on a cobas 6000 e 601 module. The initial total psa result was 2.48. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2018 a new sample was drawn and the result was 0.006 with a data flag. The original sample was repeated and the result was 0.006 with a data flag. The 2nd sample was repeated and the result was 0.006 with a data flag. No adverse event occurred. The total psa reagent lot number was 29153401 with an expiration date of 03/31/2019. No alarms were observed on the alarm trace that were relevant to this event. The field service engineer (fse) visited the customer site and did not identify any issues. The fse made minor adjustments to the sample probe and reagent probe. The fse noted that the top of the analyzer had a moderate amount of fuzz from uniform scrubs and the customer was advised to keep the analyzer clean from dust/dirt/debris. Instrument checks were completed and all were within specification. The customer has had no further issues since the service visit. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
On (B)(6) 2018 the customer had another issue with total psa results. The fse revisited the customer site. While replacing the measuring cells, the fse found an issue with the gear pump head. The measuring cells and gear pump head were replaced. Instrument performance testing was acceptable. The customer ran calibration and qc and all results were within the acceptable range. The customer has not had any additional issues since the service visit.